Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 250mg/dl. The customer declined completing a system check to determine a possible cause of the occlusion alarm. Additionally, it was reported air bubbles were observed in the cartridge patient line. During a follow-up, it was reported a cartridge change was performed resolving both issues. Reportedly, the customer believed the occlusion alarms were caused by the air bubbles.